Manufacturer narrative:
Device was received and evaluated. An error code 315 scope not supported message due to faulty cable unit was observed. The video connector was found cracked. Based on evaluation findings the reported issue was found to be attributed to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigations. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported that an error code 315 ¿scope not supported ¿message was observed when the device was plugged into the tower. The connector that plugs to the tower was observed to be cracked. There was no patient involvement associated with this event reported. There was no injury reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, inundation inside the video connector: since the video connector is cracked, it is possible that the watertightness of the actual product is impaired and the inside of the connector is inundated. Therefore, it is possible that e315 occurred due to a failure of the internal board. · video connector board damage: since the video connector is cracked, it is probable that the main body was hit or dropped. Therefore, it is possible that the connector board failed due to the impact and e315 was generated. · the IFU (instruction for use) manual "precautions against frozen or lost endoscopic images" has the following description. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Olympus will continue to monitor complaints for this device.